Event description:
Nurse opened up the sterile field to access a central line. When she opened up the sterile gloves in the sterile access line tray, there was a black hair located on the gloves. Nurse discarded the sterile kit and started over with a new kit.